Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and stimulation sensation following a cardiac intervention in mid-feb. Reprogramming was unsuccessful. Impedance measurements were normal. Per the physician, it is unk if there is a device issue and the device won't be explanted until 2010.